Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient underwent a pump exchange on (B)(6) 2015 due to increased ldh and ¿poor¿ echocardiogram results. The patient had been on plavix undergoing diuresis since the time of pump exchange. Power spikes and decreased pulsatility was noted upon event history review. The patient also experienced intermittent speed drops that appeared to be correlated with their volume status. No further action was taken at the time. The patient experienced an episode of diaphoresis, dyspnea and dizziness and was admitted to the hospital on (B)(6) 2015. It was reported that the patient had a diuretic intolerance resulting in fluid overload. It was reported that the patient had an elevated inr, a lactate dehydrogenase (ldh) level of 1890 u/l, and dark colored urine on admission. After the patient was admitted to the step down unit, a ramp study was indicated the patient's left ventricular end-diastolic diameter decreased. Pump suction events were noted at speeds of 10,000 rpm. The patient underwent a pump exchange on (B)(6) 2015 and was hemodynamically unstable following the procedure. The patient reportedly became anuric requiring continuous veno-venous hemofiltration and had elevated liver function tests and ldh with diffuse hemolysis. No further information was provided.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombosis with high power events and increased ldh with symptoms of rhf. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis, heart failure, abnormal pump parameters. Thrombus event confirmed: unknown. Device malfunction: no. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
Approximate age of device ¿ 63 days.the referenced previous pump exchange was reported under medwatch MFR # 2916596-2015-00640.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported hemolysis and hepatic dysfunction could not be conclusively determined. Hemolysis and hepatic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.